Event description:
This patient had a right mastectomy in march, 1991 for cancer. She had placed an implant in 1983 or 1984 after a flap which became necrotic. After three to four year the patient developed multiple joint aches and pains. She also usffered from fatigue, dry eyes and short-term memory loss. The patient had a right periprosthetic capsulectomy and removal of the implant. Implant was sticky but intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.